Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood visible on the balloon, on the shaft and in the hub, consistent with handling and the catheter advanced into the patient anatomy. The balloon was tightly folded. The hypotube was separated distal to the strain relief tubing, confirming the reported separation. The fracture face was oval shape as if kinked prior to separation. There were two bends in the hypotube proximal to the separation. After an inflation luer was attached to the hypotube on the distal portion of the separation, an indeflator, filled with water, was used to inflate the balloon to the rated burst pressure (rbp) with no damage noted to the balloon and no leaks noted. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. It is likely that the shaft was not properly supported and was kinked and partially separated at the tuohy borst valve, resulting in the reported blood seen in the indeflator. Additional handling during the removal of the catheter likely contributed to the hypotube completely separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for hypotube separations or leaks for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulty appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during a procedure of the pre-dilated obtuse marginal lesion, the xience v stent was being post dilated with a 4.5 mm x 15 mm nc trek and it was noted prior to any inflation attempt that blood was present in the indeflator. No inflation of the device was performed; no pressure was applied. Additionally, the device was prepared outside the anatomy without any issue noted. As it was assumed the balloon was breeched, the device was removed from the anatomy, however, at the tuohy borst valve, the shaft snapped into two pieces. The entire device was retrieved and removed from the anatomy without incident. No force had been applied. A different nc trek was used to complete the procedure. There was no adverse patient effect. Though requested, no additional information was provided.